Event description:
It was reported that the part split from the center of the cage. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. (S) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visual inspection revealed that the part did split from the center of the cage. The measurable dimensions of the complained part have been checked and found to be in compliance with the technical drawings and specifications. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards. We are not able to determine the exact cause of this occurrence as no clinical details were provided. The broken surface is homogenous which indicates material conformity. We can only assume that too much mechanical force has caused the breakage of the cage.